Event description:
The reporter stated that the device was infusing the incorrect volume. The reporter stated there was no harm or injury to the patient.

Manufacturer narrative:
Device evaluation: the device was returned and evaluated. Visual examination revealed significant physical damage to the external and internal of the device. As received, it was confirmed that the device was out of specification. The position potentiometer was out of calibration. This would likely result in delivery inaccuracy. The customer's specific complaint could not be tested due to condition of device as received. The position potentiometer required replacement prior to device testing. The device was evaluated and alleged failure could not be duplicated due to the condition of the device as received. The device was out of calibration which is consistent with of lack of our inappropriate user maintenance.